Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description it was reported by customer that the liquid is leaking at top of syringe verbatim: material # 302830. Batch # 5016538. Details of complaint (reported issue): ¿liquid is leaking at top of syringe¿. Additional information will be sent via separate email. Complaint noticed: prior to use. Customer exposure: patient injury: no.

Manufacturer narrative:
(B)(4). Follow up. A device history record review was completed by our quality engineer team for provided material number 302830 and lot number 2335982. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.